Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose has been over 400 mg/dl since last night and she cannot get it down. Customer's blood glucose was 407 mg/dl. Customer treated with the syringe and had symptoms of high blood glucose such as feeling weak and nauseated. Customer stated that she had a back-up plan. Customer was advised that she is blind and she will have her daughter walk through the steps. Customer did not click back on at the quick release properly after showering. Customer's settings and programming were found to be correct. Customer had a low battery alarm and last alarm/alert in the alarm history. Customer performed the high pressure test and the pump passed. Customer was advised that the pump was working as designed. Customer was advised to do a complete set change. Customer removed the set from her body and the cannula was bent and occluded. Customer stated that the site was a little sore but the skin was not irritated.